Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. D4: batch#: unk. B3: only event year known: 2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy via thoracotomy procedure, the pvs stapler was fired on an pa branch successfully. Upon a second firing attempt, the device partially fired and stopped, clamped on lobar pa. At this time, team lead for thoracic stepped in the room. She has extensive stapler and troubleshooting experience and was able to talk them through next steps. She described the manual release being pushed and there was no motor/reversing sound. She then had them flip the battery and reattempt to reverse, which is did not. A second pvs was opened and that battery was inserted into the first stapler and a 3rd attempt to power reverse was made, however, there was no motor sound. She noted this was very odd. They then deployed the manual reverse which did not work, though she was not sure they had moved the lever fully until engaging the drive mechanism. The second pvs was deployed on pa and fired successfully transecting and dislodging the first stapler. Procedure went as expected and there was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #240d55. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with a reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Upon visual inspection, the joint cover damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of would not open, would not reverse button force, and manual override would not work could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted, the knife reverse button worked properly during testing, and the manual override was totally functional. A manufacturing record evaluation was performed for the finished device batch number 240d55, and no non-conformances were identified.